Event description:
It was reported the colonovideoscope displayed waves and lines on the screen when it was plugged into the processor. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.